Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo and one x-ray image were provided for review. The photo shows the distal end of the catheter. The image shows the port and the catheter placed via the internal jugular vein. Therefore, the investigation is inconclusive for the reported suction issue as the exact circumstance at the time of the event reported was unknown. The investigation is also inconclusive for the reported fracture, material separation and the migration issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 10/2021), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years five months and eight days post port placement, blood return could not be allegedly confirmed. It was further reported that chest x-ray showed that the catheter was allegedly ruptured at the insertion site and the ruptured portion allegedly fell into the right ventricle. Reportedly, the catheter and the port body were removed. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2021). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years five months and eight days post port placement, blood return could not be allegedly confirmed. It was further reported that chest x-ray showed that the catheter was allegedly ruptured at the insertion site and the ruptured portion allegedly fell into the right ventricle. Reportedly, the catheter and the port body were removed. The current status of the patient is unknown.